Manufacturer narrative:
The returned device was evaluated. During the evaluation the device passed all visual and functional testing. The unit was determined to function as designed. A service history record review was performed and confirms this device was in the field for one (1) year with no reported issues prior to this reported event.

Event description:
It was reported that there were inaccurate readings. The readings were 10 - 15% out of range. No pt involvement.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.